Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis of desktop charger (s/n # (B)(6)) found "broken connector pins at the end of cable". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the desktop charger (dtc) is not charging the recharger. The caller stated that they did not see any damage to the cable. A replacement will be mailed to the patient. The patient called back from registered phone number to report that they received the replacement dtc. The patient connected the replacement dtc to the recharger and confirmed the recharger was charging. The patient mentioned that their therapy had turned off and they were trying to turn it back on with their patient programmer, but the programmer kept showing the screen that indicated the ins battery level was low. On the display of the recharger, the patient could see that the ins was charging between 25-50% and they had excellent coupling. Agent advised the patient to charge the ins to 50%, then retry turning therapy back on using the programmer. The patient was advised to call back if they still are unable to turn therapy back on when the ins has reached 50%. No symptoms were reported. The replacement dtc resolved the issue. The cause of ins turning off or battery being low was due to the battery being depleted.